Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. The reported defect was not confirmed. Based on the data from the investigation we are unable to determine the root cause of the reported incident via the photo. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the treating nurse attached the bag to the patient and drug [paclitaxel] started to leak at the point of connection of the tubing and extension set. Pharmacy staff examined the connections and they were tight."